Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported that the ins is no longer working and it is inactive. No symptoms or further complications were reported.